Event description:
It was reported the inner cannula twist lock kept coming lose on the tube, resulting in the inner cannula moving. The tube was removed and the pt was re-cannulated.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report. This report is regarding the second of 3 tubes used by a single pt; first report 2936999-2011-00592.